Event description:
It was reported that prior to implant, the helix deployed with seven turns. With the third attempt in positioning the lead, the helix would not extend even after 20-30 turns; there was still torque, but no deployment. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); full lead; blood in/on helix/lobe mechanism (sleeve head).